Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the wear on adhesive around light guide lens was due to a degradation problem. For the foreign objects inside the light guide lens, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenovideoscope to the service center for a separate issue. During the device analysis the service repair technician indicated that foreign objects inside light guide lens and wear on adhesive around light guide lens were observed. There was no patient involvement